Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device's display board, display interface board and display need replaced to address the issue.

Manufacturer narrative:
Device not returned.